Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the left superficial femoral artery. After laser atherectomy was performed, the 7 mm/100 mm armada 35 balloon catheter was advanced to the lesion to be used for pre-dilatation, without resistance felt, and inflated. On the first inflation of 14 atmospheres the balloon ruptured. The balloon catheter was removed from the patient without issue and a new balloon catheter was used successfully to perform pre-dilatation. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.